Event description:
Hosp reported that upon opening the polybags of sims resuscitators for cases, the masks were missing. Hosp reported immediately replacing the resuscitator and continuing the cases with no harm to pts. Hosp estimates approximately 12 incidents over the past 2 months.